Event description:
As reported by the user facility: reports over infusion. Customer reports they are using pump in a clinical trial and received pump with programming set up. Checked to make sure program was correct started infusion of investigational drug and infusion completed in 20 minutes instead of 1 hour. No injury. Customer infused a second time and that infusion completed in 60 minutes. Customer reports they do not want to send the pump in as they need it for the clinical trial they are doing, discussed sending logs. Customer has no idea what the logs are or how to obtain them. Customer did not know who the pump was sent from only it was the pump they were supposed to use and the settings arrived set in pump and they confirmed they were correct to the protocol. Reference MFR # 9610825-2013-00072.